Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 555 mg/dl. The customer had symptoms such as nausea, flue and headache. Customer's other blood glucose value was 255 mg/dl, 235 mg/dl and 223 mg/dl. Customer declined to troubleshooting for high readings. Auto mode feature was not at time of high blood glucose event. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.